Manufacturer narrative:
A ge service representative performed an onsite investigation. The power relay pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a stator not on error message. This error will likely cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.